Manufacturer narrative:
The device was not returned to tenex health, so we could not evaluate it. The condition of the device and the source of the foreign body in the patient are not clear. It is possible that a fragment from the tenex health device detached in the patient's shoulder during the procedure.

Event description:
A physician reported that following a procedure with the tenex health tx system and txb microtip, during a 6-week follow-up appointment, a small artifact was discovered via a radiograph in a patient's operative shoulder that appeared to be a fragment from the needle of the txb microtip used during the procedure. The patient was referred to a shoulder surgeon to remove the piece. No additional complications or information on the patient's condition were reported.